Manufacturer narrative:
Two (B)(4) devices returned. These devices were received together in one product carton. These are not serialized product. They have no individual complaint numbers identified on each device. These devices are used. They are in relatively good condition. One device has suture, t1 and t2 returned with it but separated from the delivery needle. The other device has nothing returned. Both devices have their depth limiters attached. There are no signs of aggressive use. Root cause for this complaint symptom is unknown and t2 pre-deployment can be neither confirmed nor disproved. No further investigation is warranted.

Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely.